Event description:
A customer contacted beckman coulter inc (bci) in regards to loose tubing on the no foam elbow fitting. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced tubing.